Event description:
During verification testing at the service center, the device alarmed with a s321 (motor error-pmc, left) service alarm code.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.